Event description:
A malfunction alarm was reported due to a software error. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, which resolved the issue, and instructed the customer to continue monitoring the pump, with an option to call back if the malfunction recurs.